Event description:
The guidewire firmly stuck inside fountain catheter. The right femoral artery was cannulated and a 5fr sheath was positioned up and over the iliac arch. A 0.035 guidewire was passed through the thrombosis in the left popliteal artery. The catheter and guidewire had to be removed together due to wire getting firmly stuck inside the catheter. There was no patient complication due directly to the perceived device non-conformance. The patient produced a mobile clot and required emergency embolectomy surgery overnight.

Manufacturer narrative:
Device eval: the device evaluation has not been completed. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Eval method: device history record was reviewed. Complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.